Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A tapered screw-vent implant (tsvwb10) was returned for investigation. Visual inspection of the as returned implant identified bone residue but no sign of damage within the external threads of the implant. The collar and internal hex of the implant contained bone residue but did not show signs of damage. Visual and dimensional comparison of the implant with the drawing (pd-tsvwb10 rev. J) verified that the implant was consistent with the design. An implant mount was returned with this implant as well. The mount was able to assemble with the implant without issue. The implant system was located at an unknown dental position and was implanted for approximately 15 years. The patient was also reported to be a smoker. No x-ray images were provided for the reported events. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants - 4869 rev 7-01/16: information identified: contraindications, warnings, precautions, breakage. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implants became infected; peri-implantitis. The reported complaint (infection, bone loss) could not be verified, as the exact details of device usage and the patient¿s anatomical conditions were unknown. Also, no x-rays were provided. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. PMA/510(k) number: k011028/k013227.

Event description:
It was reported that the patient developed infection and bone loss. The implant was placed approximately 15 year ago. The implant was removed and the site grafted.